Manufacturer narrative:
The device was returned to baxter's product analysis laboratory (pal) for eval. During eval the reported condition, failed to alarm upstream occlusion was confirmed due to p2 and p4 voltages being out of calibration. The device was returned to baxter's service depot for repair. The mfg facility has been made aware of this report through baxter's complaint management tracking system. The mfg facility will continue to monitor similar reports for possible trends.

Event description:
The user facility reported that the device did not alarm upstream occlusion alarm as expected. This was found during bio-med testing, with no pt involvement. No add'l info is available.